Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of receiving a replace battery now alarm without receiving a low battery alert prior. Customer¿s blood glucose was 160 mg/dl. The customer said that this is the second occurrence of the replace battery now alarm without a low battery alert. Troubleshooting was performed and customer was advised that insulin pump would need to be replaced. The insulin pump will be returning for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. Detailed trace analysis confirmed low battery alarms were triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v due to connector resistance at electronic board 1. The loaded voltage (loaded vlith) display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on electronic board 1, the pump was monitored and functioned properly. Pump received with operating currents within spec. No unexpected replace battery now alarms noted. Pump received with scratched case and pillowing keypad overlay.